Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was cracked down from the handle and the plunger head was full of contamination. A review of the event history log identified force sensor test error in the history. The cracked top case was verified during the visual inspection and during the functional testing while performing the start up self test the force sensor test error was duplicated. The root cause of the issue was caused by customer impact and fluid ingression into the plunger head as a result of customer's improper use of the pump. Replaced damaged top case and all parts of the plunger head. This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump exhibited a force sensor alarm and was cracked on the upper case by the handle. No patient injury was reported.